Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to damage on the charge-couple device (ccd) unit. However, a definitive root cause could not be determined. The phenomenon may be prevented by following the contents of the instruction manual below: "warnings and cautions" "¿ do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. ¿ do not coil the insertion tube, universal cord or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. ¿ do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ the cover of the irrigation port part cannot be removed. Equipment damage can result. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿ do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. ¿ do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to corrosion, switch4 does not work; due to corrosion, switch1 does not work; due to corrosion on the switch flexible printed circuit, switch1 does not work; light guide is sticky; ultrasound mount has discoloration; switch4 has discoloration; switch1 is damaged; control unit has corrosion due to water leakage; cover glass has stain; electric connector has corrosion due to water leakage; coupled chagrining device - flexible printed circuit has corrosion due to water leakage; face has a distortion; due to a pinhole on channel tube, water tightness is lost; image guide bundle has a stain; distal end has a scratch; connecting tube has a buckling; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to damage on condenser unit, the insulation resistance between evis and ultrasound connector does not reach the standard; universal cord has buckling; and the cover glass has stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope, had air/water leakages and compromised image. The issue was noticed before the procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and it was found that there was no image. This report is being submitted to capture the reportable malfunction found during evaluation.